Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us. One cadd-legacy® duodopa pump was received for investigation. The reported issue was confirmed, and determined to be the result of contamination from a leaking battery in the battery compartment. A root cause for the leaking battery could not be determined.

Event description:
It was reported that a cadd-legacy® duodopa pump had a battery hatch that could not be opened. The pump was not in use with a patient; it was registered in the titration center of the hospital.